Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 52426. Visual inspection of the sheath showed the device was intact with no apparent issues. The sheath failed the deflection because the shaft was kinked at 1.9 inches from the tip. There was noise in handle when deflecting; dissection revealed a loose pull-wire creating friction when turning of the steering wheel in the handle. The pull wire was not broken. In conclusion, the reported steerability issue was confirmed through testing. The sheath failed the returned product inspection due to a loose pull wire friction in handle and shaft kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the steering mechanism broke during the procedure. The sheath was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.